Event description:
It was reported that the patient presented to the hospital due to not feeling -good-. The lead had dislodged and the physicin thought there was a -crack- on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.